Event description:
Boston scientific crm received information that the pace/sense portion of this right ventricular (rv) lead was surgically capped due to increasing pacing impedances. It was report that an out of range impedance measurement, greater than 2000 ohms was only detected through the pacing system analyzer (psa). No adverse patient effects were reported. The physician placed a new pace/sense lead. No further complications were noted.

Manufacturer narrative:
As of today, the shocking portion of this product remains in-service. Should additional information become available, this report will be updated.